Event description:
It was reported, a sagittal split ramus osteotomy was performed on a patient on (B)(6) 2009. The plate was bent and fixed on the patient's left mandibular bone. After the operation (around the beginning of (B)(6) 2009) the plate was broken. A revision surgery was performed to remove the broken plate, sometime in (B)(6) 2009.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. Additional information has been requested. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.